Event description:
The clinician reports the implant was inserted (B)(6) 2024 in ada 28. Details of surgery: ridge augmentation. On (B)(6) 2025, loss of osseointegration was verified. Patient presented with fair oral hygiene and previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: pain, swelling and abscess. No further patient complications were reported.